Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display had gone blank. The blood glucose reading was 500 mg/dl. The customer treated with manual injection. The customer had the original batter cap replaced previously, due to corrosion. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap and insert a new battery and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube and minor scratches on the lcd window.